Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products identified signs of repeated use and a fracture. Additionally, sem analysis indicates that the fracture was an overload fracture. The device history records (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the femoral setting device / impactor fractured while striking the femur. There are no parts left in the situs. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.